Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No frozen display was noted. The insulin pump was received with a corroded battery tube, minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer's blood glucose level was 110 mg/dl. The customer stated that the issue happens when the insulin pump is exposed to moisture. The customer was advised that the device would be replaced. The product was returned for analysis.